Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that when the doctor inserted the dilator over the guidewire, the guidewire kinked.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that when the doctor inserted the dilator over the guidewire, the guidewire kinked.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. The dilator was not returned. No definite signs-of-use were observed. After failing dimensional testing, it was discovered that the returned guide wire is not the same guide wire that is packaged within the finished kit. Additionally, the markings on the guide wire do not match the markings shown in the marked guide wire graphic. Therefore, it is being assumed that the customer reported the incorrect finished good, or the incorrect device was returned. The guide wire length measured 602mm, which is not within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .781mm, which is not within the specification limits of .838mm-.877mm per the guide wire graphic. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the reported kit, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of swg/dilator resistance-kinked was not confirmed through complaint investigation. Visual analysis revealed that the returned guide wire is not the same guide wire that is normally packaged within the returned kit. Despite this, no defects or anomalies were observed. Based on the customer report and the sample received, the root cause cannot be determined as it is likely that the customer either reported the incorrect finished good or returned the incorrect guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the doctor inserted the dilator over the guidewire, the guidewire kinked.